Event description:
Patient reported obtaining back-to-back glucose results of 347 mg/dl, 336 mg/dl, 383 mg/dl, and 141 mg/dl, while using the suspect device. Patient indicated that no action was taken based on the device results. No patient injury was reported and no treatment was received. At the time of the report, patient no longer had the strip drum in use at the time of the event. A level-one quality control test was performed on patient's current strip drum and the result fell within the acceptable range.